Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected station main drawer 5.1, which had failed and was shown as device not detected on bus. The fse navigated the storage space configuration, where all pockets and drawers were responsive and functioning without issue. The fse then inspected the back of the drawer and replaced the retractor band, as it appeared that it had not been previously replaced. The customer verified the drawer functionality, and all components worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.